Event description:
The pt contacted lifescan in august 2005 alleging that their one touch ultra meter was reading inaccurately erratic. The medical affairs specialist mailed a letter 5 days later since the pt could not be reached. The pt reported blood glucose results of "190 mg/dl, 257 mg/dl, and 290 mg/dl" with the lifescan meter, performed within 10 minutes of each other. Pt took insulin following the use of the meter and began feeling sweaty, light headed, and dizzy. The pt reported receiving advice on taking glucose from a medical professional. No further information was provided. It would have been helpful to pt's insulin regimen and which result was taken into consideration when pt took insulin. The customer service agent was unable to walk the pt through quality control testing, as the control solution was expired and the test strips were discarded. Since the pt took insulin following the erratic results and developed symptoms of hypoglycemia, there is an indication that the pt suffered injury and medical intervention due to the product (s). Consequently this complaint is being reported as an adverse event. The meter and control solution were replaced.